Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing with heartmate 3 left ventricular assist system (lvas). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection, bleeding, and patient conditions (chest pain and shortness of breath) could not conclusively be determined through this evaluation. The account reported that the patient was experiencing chest pain and shortness of breath after a fall onto their right knee, and supplemental oxygen was provided as a treatment. Viral respiratory infection tests were reported to be negative. Additionally, diuretic and blood pressure regulating medications were reportedly given, and the patient diuresed approximately two liters of urine. The account also reported that the patient had a fever and was given antibiotics; the fever resolved after approximately six hours. The account later reported that blood culture tests were positive for a bacterial infection. Additionally, the patient was being treated via a high flow nasal cannula but experienced nose bleeds, so treatment temporarily switched to an aerosol mask, resolving the nose bleeds. The account reported that the patient was discharged on (B)(6) 2021. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 entitled ¿introduction¿ lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. C, is also available. Several sections of this handbook provide care instructions regarding preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient presented with non-radiating chest pain and increased shortness of breath. The patient experienced a mechanical fall onto right knee and was admitted to the hospital through the emergency department (ed) for observation. Upon admission, the patient¿s map 105 and was placed on 12 l o2 non-rebreather mask (nrb) due to 02 sat 88-90% on. Troponin 0.01 x1, b-type natriuretic peptide (bnp) 539. International normalized ratio (inr) 3.7, haptoglobin 286, ld 279. Negative for covid-19, respiratory panel and influenza a and b. The patient was given lasix 80 mg intravenous pyelogram (ivp) x 1 and valsartan 80 mg while in the ed. Diuresis approximately 2l of urine with minimal improvement in respiratory status at this time. At 23:00 the patient spiked a temperature of 102.2. Blood cultures sent twice, urinalysis (ua) ordered, IV vanco and cefepime times 1 dose given and temperature decreased to 36.0 at 5am. Cultures done on blood and respiratory. Positive for "gram positive cocci in clusters in anaerobic bottle after 25 hours of incubation in which treatment included hospitalization; changes to medication; oral antibiotics; vancomycin 15mg/kg q12h. While in the hospital, the patient suffered a nosebleed while using a high flow nasal cannula (hfnc) and was switched to aerosol mask in which the nosebleed resolved. No additional information provided.